Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion treated was in the mid left anterior descending artery. It was non tortuous with some calcification and was 80% stenotic. The lesion had been predilated with a cross sail 2.5 x 10 mm balloon. Using a medtronic 6 fr ebu 370 guide with side holes and a guidant bmw guide wire the physician implanted a taxus express2 2.5 x 12 mm drug eluting stent. The balloon was fully inflated at 12 atm for 40 seconds and then deflated. Some balloon withdrawal resistance was met. The physician tugged on the system for 2 or 3 minutes without success. The stent was deployed again at 2 atm for 28 seconds. The physician pulled negative then a double negative on the balloon. He then attempted to remove it for another 1-2 minutes. The balloon was reinflated at 3 atm for 16 seconds. The physician pulled a triple negative which successfully released the balloon from the stent. The stent delivery system was pulled out as a unit. There was no damage to the vessel and no pt complications reported.